Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the 35lrt cannula, upon trying to insert axillary port, the surgeon using great force, then disposable trocar cannula broke in half. The broken portion ended up inside pt. The broken part was retrieved laparoscopica. The extended or time was 7 minutes.